Event description:
It was reported by the rep that the (1) hp052 and the (1) dh145 were used during a CABG procedure. It was reported that the system toned out with the handpiece and the blade. There was no pt consequence. The operating room time was extended by 5-10 minutes.